Event description:
Clinical assessment by (B)(6). A 76 year old male was admitted for an elective percutaneous coronary intervention. Due to complex peripheral artery and aortic disease, the chosen access for placement of an impella cp was cutdown to the axillary artery and placement via an 8mm vascular graft, which is off label. The 14fr peel away sheath was inserted and kinked due to vessel tortuosity, this is off label use of the 14fr peel away sheath. Instead, a 16 fr gore dry seal sheath was placed inside the graft and the impella successfully placed via this sheath. Following the successfully procedure, the pump was removed, the vascular graft removed and a patch was used to close the arteriotomy.

Manufacturer narrative:
B5 narrative was added and malfunction was changed to serious injury. H6 codes health effect - clinical code and health effect - impact code were updated to reflect the update.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 76 year old male was admitted for an elective percutaneous coronary intervention. Due to complex peripheral artery and aortic disease, the chosen access for placement of an impella cp was cutdown to the axillary artery and placement via an 8mm vascular graft, which is off label. The 14fr peel away sheath was inserted and kinked due to vessel tortuosity, this is off label use of the 14fr peel away sheath. Instead, a 16 fr gore dry seal sheath was placed inside the graft and the impella successfully placed via this sheath. Following the successful procedure, the pump was removed, the vascular graft removed and a patch was used to close the arteriotomy.

Manufacturer narrative:
Additional information was received on march 11, 2026. The following code was added: 'additional device required (f2301).